Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a loose drive support cap and that the device alarmed motor error. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No motor error alarm or excessive no delivery alarm was noted during testing. The pump was received with normal operating currents, and also passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.